Manufacturer narrative:
The date of event and patient weight are estimated.

Event description:
It was reported that following an unrelated surgical procedure, the patient was unable to connect to the ipg. It is unknown if the patient placed the ipg into surgery mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was explanted. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was explanted. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. Corrected data: b5.

Event description:
Information indicates that the patient had set the ipg into MRI mode prior to an MRI scan. Patient is uncertain if they exited the MRI mode. A manufacture representative was unable to resolve the issue via troubleshooting.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.